Manufacturer narrative:
The retrospective analysis has not indicated a technical failure of the system. Treatment parameters were in line with typical range. The system performance was found to be in spec and as expected. Thermometry and post treatment imaging are aligned, and the resultant lesion is in the same location as per the sonication spot coordinates as expected. No new risk has been recognized.

Event description:
A patient underwent tdpd ( tremor dominant idiopathic parkinson's disease) treatment and the treatment was completed uneventfully. Overnight, patient deteriorated and experienced hemi-paresis. MRI scanning showed edema in the region of the treatment, affecting the internal capsule in addition to the diffusion disturbance caused by the thalamotomy. An anti-edematous therapy with dexamethasone was given which resulted in a partial improvement of the symptoms.